Event description:
Health professional reported an alleged port "leak." The pt reported "no restriction." The port was found to have a "leak" when the doctor accessed the port and observed no fluid when "6.5 ccs [was] supposed to be in band." No diagnostic testing was conducted. The port was removed and replaced. F/u findings: health professional reported the leak was noted in the "tubing" and that it was an "obvious longitudinal crack."

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has rec'd the product however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."